Event description:
It was reported that at the patient's two week post-op check, the right ventricular (rv) lead had high thresholds, low r waves, and low impedances. An x-ray determined that the lead had dislodged from the right ventricle and had backed up into the right atrium of the heart. A lead revision was done and the lead was inspected and repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).